Manufacturer narrative:
The device was returned. The reported noise, activation failure (inability to deploy the clip), entrapment of device, off-label use and improper or incorrect procedure or method could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted that, per the mitraclip ntr/xtr system, intended use section stats: the mitraclip system is intended for reconstruction of the insufficient of the mitral valve through tissue approximation. Additionally, the IFU instructs to: align the longitudinal alignment maker on the sleeve shaft with the alignment marker on the guide hemostasis valve. In this case, the device was used for a tricuspid valve procedure and the devices were miskeyed 180 degrees. The investigation determined the reported inability to deploy the clip appears to be related to the device being use on a tricuspid valve and the user miskeying the devices. The entrapment of the device was due to the inability to deploy the clip. A conclusive cause for the noise cannot be determined. The reported death appears to be a result of surgical intervention; therefore, attributed to procedural conditions. The reported patient effect of death, as listed in the per the mitraclip ntr/xtr system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed medwatch, additional information was received. It was noted that the device was miskeyed 180 degrees due to the use in the tricuspid valve. The clip delivery system (cds) was advanced to the valve and the leaflets were grasped and the lock line was removed; however, while attempting to deploy the clip, the clip would not release from the cds. The device was unable to be removed therefore the patient was sent for surgery to remove the devices and perform a tricuspid valve replacement surgery. The patient died post surgery on (B)(6)2020 . In the physicians opinion, the death was due to the surgical intervention. No additional information was provided.

Manufacturer narrative:
The device was received however the investigation has not yet begun. A follow up report will be submitted with all additional information. Device code 2017: failure to follow steps (device miskeyed)b2: outcomes updated h1: type of reportable event updated

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is being filed to report the failure to deploy the clip. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. The clip delivery system (cds) was advanced to the valve and the leaflets successfully grasped. While closing the clip, a crack sound was heard somewhere in the device. An attempt was made to deploy the clip however it would not detach from the cds. The clip was not implanted and the cds removed. The procedure was aborted with the tr remaining at 4. The patient was sent for surgery to replace the valve. There was no clinically significant delay in the procedure and no adverse patient effects.